Manufacturer narrative:
The reported event of rv lead noise inhibiting pacing was confirmed by lab. As received, a complete lead was returned in one piece. It was caused due to the exposure of the outer coil at the abrasion zone consistent with friction to device can noted at 11.9cm to 12.0cm from the connector pin. All other damages were sustained during the procedure

Event description:
New information received notes that oversensing was noted on the patient's right ventricular (rv) lead through remote transmission. Therefore, the physician elected to explant and replace the lead on (B)(6) 2021. The patient was in stable condition after the procedure.

Event description:
It was reported that the patient presented via remote transmission. It was noted that their right ventricular (rv) lead had a noise issue resulting in oversensing and pacing inhibition. The nurse sent the patient to the local emergency room. No programming changes or intervention took place. The patient was in stable condition.